Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 24-november-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the bf probe was clogged and the wash spindle gear was dirty. The fse cleaned the wash spindle gear and lubricated the gear. The customer cleared the bf probe. All errors cleared and the aia-360 instrument is operational. No further action is required by field service. The most probable cause for the reported event was the wash probe.

Event description:
On (B)(6) 2015, a customer reported wu errors: error 4039 wash probe home not found and 4040 wash probe home overrun on the aia-360 instrument. The customer cleaned the tip and reinstalled then primed the wash and found a leak at the wash incubator connector. The customer is unable to run patient samples on bhcg, progesterone and e2. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg, progesterone and e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.